Manufacturer narrative:
(B)(4).   To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2008.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2008 during which the surgeon noted there was a large abdominal wall seroma to the mesh. It was reported that the patient underwent removal surgery on (B)(6) 2008 during which the surgeon noted dissection was carried down and one could see a very deep incarcerated hernia with a very thickened hernia sac. This was dissected back to the neck of the sac, which defect measured approximately 5 to 6 cm in diameter. There appeared to be initially a portion of the intestine and omentum stuck in this. The bowel was able to be reduced back but the omentum stayed. The sac was then excised. This had portion of old mesh struck into it. It was reported that the patient experienced severe pain, nausea and hernia. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 8/31/2020. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/11/2021. Additional information: a2.